Manufacturer narrative:
G4 premarket / 510(k): k113220, k163174.

Event description:
It was reported that balloon rupture occurred requiring additional intervention. A 2.50mm x 12mm emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured, and a portion of it required stenting to the side of the vessel. The procedure was then completed using an alternative device. No patient complications were reported.